Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: it was reported that one patient developed an ileus and had been in the hospital for ninety days. The other patient also developed an ileus, as well as a stricture at the g-j junction. The doctor didn't share what form of care was being performed for the two patients. The account was a 2018 conversion to ethicon with about 12 surgeons still using competitive products. During a lap roux-en-y procedure, excessive bleeding was experienced on all staple lines requiring the use of 70 clips. In second procedure, the same excessive bleeding occurred, but malformed staples were noticed. It seemed the majority of the malformed staples were on the last firing. Some of the staples were mangled, twisted, legs bent over and goal post shaped. Also, the cut line was right up against the first row of staples. Four full clip appliers were used to stop bleeding along with snow and floseal. The surgeon follows the michigan bariatric preop prerequisite for patients. The surgeon¿s typical cartridge selection for pouch is gold with seamguard and previously blue. A competitive circular stapler is used on gj anastomosis. The surgeon waits 15 seconds prior to firing and pulse fires. The proper cleaning technique is followed after each firing. This issue with bleeding has not been experienced in past.

Event description:
It was reported that during a laparoscopic roux-en-y procedure the doctor was using the plee60a stapler and fired eight reloads, four white reloads and four blue reloads, and all firings had excessive bleeding along the staple lines. The doctor showed the sales rep a video of the procedure, which showed the deployed staples were intact and formed and the correct reload size was used for the tissue. Bleeding was controlled using seventy clips along all staple lines. No blood products or blood transfusion was required. Unknown amount of blood loss.